Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, when the staff nurse attempted to deploy the first rubber band, it failed to deploy. The band was attempted to be deployed again; however, it failed to deploy a second time. After removing the scope and trying once more, it was noticed that the third rubber band was linked to the loop and overlapping with the first band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2 (report source (other)): west bank gaza strip (palestine). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the teeth were damaged, one band was damaged, and two bands were overlapped. Additionally, media inspection confirmed the presence of overlapped bands. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that excessive force may have been applied during use, resulting in damage to the teeth. Alternatively, the damage may be attributed to the manner in which the device was inserted into the patient, which could have compromised the teeth and subsequently affected the handle's functionality during band deployment. It was also observed that one band was damaged, and two bands were overlapped. This issue may be related to the physician's technique or the manner in which the device was handled during band deployment. It is possible that device positioning or anatomical tortuosity during the procedure affected the handle's performance when releasing the bands. Additionally, depending on how the varix or polyp was engaged with the ligator unit, the suture may have shifted during manipulation, preventing proper band deployment and resulting in band overlap. Damage to the teeth may also have contributed to difficulty releasing the bands from the suture. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, when the staff nurse attempted to deploy the first rubber band, it failed to deploy. The band was attempted to be deployed again; however, it failed to deploy a second time. After removing the scope and trying once more, it was noticed that the third rubber band was linked to the loop and overlapping with the first band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2 (report source (other): west bank gaza strip (palestinian territories). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.